Event description:
The pt called lifescan (lfs) and alleged that their meter was reading inaccurately erratic. They reported symptoms of weakness and symptoms of low blood glucose. They tested on their meter and obtained a result of 57 mg/dl. They retested within 10 minutes and obtained a result of 165 mg/dl. They visited their physician due to the erratic readings and the physician lowered the pt's evening dose of insulin. No treatment was reported. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning to puncture site were correct. The pt did not have any control solution to troubleshoot. Based on the information provided, tehre is evidence of a meter malfunction. However, there is no evidence of the meter contributing to a serious injury. A replacement meter has been sent.